Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use the device alarmed and rebooted. No injury has been reported.

Manufacturer narrative:
The infinity acs workstation cc consists of a medical cockpit infinity c500 and a ventilation unit v500. The log file of the affected device was provided for investigation. Analysis of the log file showed that the root cause of the malfunction can be attributed to a failure of the cockpit solid state disk (ssd). As a result of the malfunction log entries show that the cockpit infinity c500 performed a reboot but the ventilation had continued as set until the device was switched off via rocker switch. Due to the malfunction a shutdown of the device via cockpit was not possible and the rocker switch needed to be used. After being switched off via rocker switch the specified behavior of the device is to perform a restart immediately after being switched on again in order to ensure correct functionality. However, a malfunction of the ventilation unit v500 could not be identified and the log recording does not indicate an unintended interruption of ventilation. It can be concluded that a cockpit failure had occurred due to a faulty ssd. In case of such a failure the device alarms and ventilation is continued as set. The user can see the ongoing ventilation on the oled display of the ventilation unit.

Event description:
Please refer to the initial report.